Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver and smart device lost connection with the transmitter. Patient's mother reported performing the troubleshooting steps including resetting both the bluetooth feature and the smart device itself, which was unsuccessful. No additional patient or event information is available.